Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the complaint could not be duplicated or confirmed during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that keypad buttons were responsive. There was evidence of keypad contamination found under the up arrow and contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was discolored. The display was replaced with a test display, and the contrast and coloration returned to normal. The pump case was open and corrosion was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animus alleging that the ok keypad button symbol is worn and the ok button is scrolling. There is no indication that the reported product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.